Event description:
It was reported that, during a preparation for a surgery, there was a foreign material in the package. The procedure was completed successfully with no delay, no medical intervention, and no adverse consequences reported.

Event description:
It was reported that, during a preparation for a surgery, there was a foreign material in the package. The procedure was completed successfully with no delay, no medical intervention, and no adverse consequences reported.